Event description:
Complainant alleged that the medics responded to call of patient who was in a cardiac arrest condition. The paramedic applied multi-function electrodes to the patient in an anterior position (due to the patient's size) and determined that the patient was presenting a ventricular fibrillation (v-fib) heart rhythm. With the device in manual mode, the medic depressed the device charge button. The unit began charging, but after approximately one second, the device stopped charging and the screen displayed a "bridge test failed" message. The medics again attempted to charge the device, and unit charged and appeared to deliver a 120 joule shock to the patient, as the patient "flopped" upon the delivery of the energy. The medics determined that the patient was still presenting a v-fib heart rhythm, and attempted to shock the patient a second time at 150 joules, but again after about approximately one second the screen displayed a "bridge test failed" message. The medic depressed the charge button again and the device appeared to deliver a 150 joule shock. The patient continued to present a v-fib heart rhythm and the medics delivered three 200 joule shocks to the patient. During the charge of each of these three shocks, the device first displayed the same error message, but upon the re-pressing of the charge button the patient appeared to receive each of the 200 joule shocks, as the patient "flopped" up on the administration of all shocks. The medics then began to transport the patient. The device battery then "went dead". The battery was then replaced and the medics delivered two more 200 joule shocks to the patient, with the same error message during each attempt to administer a shock. The medic again repressed the charge button each time and the patient again "flopped" during the administration of the energy. The patient subsequently expired, but the complainant indicated that the patient outcome was not a result of the reported malfunction.